Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Review of the x-ray shows a possible dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- medical device - unk liner; unk triflange cup; unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00530. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent closed reduction post hip surgery. The surgeon re-located the hip as the patient suffered dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.